Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial blank display as insulin pump was exposed to moisture. The customer¿s blood glucose level was 91 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked lcd glass. Unable to perform any testing due to missing segments/partial display. Moisture damage was also found on the electronic assembly however was not found on the motor/force sensor/keypad assembly during visual inspection.